Manufacturer narrative:
Evaluation: the surgical technique notes to check the condition of the locking ring prior to implantation, and states., "prior to placing the metal shell over the polyethylene liner, ensure that the metal retaining ring freely rotates by moving the metal tabs." It is evident that the surgeon was following the surgical technique and was able to correct the position of the locking ring prior to inserting the liner. No additional complaints have been received against the manufacturing lot of bipolar shells involved in this complaint. It is possible that the ring's position had shifted during transit. With the information provided, no product issue is identified, as the surgical technique was correctly followed which resulted in a successful operation. Evaluation; it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the c-ring was stuck inside of groove. The surgeon was able to remove it.